Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming, and the screen was blank with or without batteries installed. No adverse patient effects were reported. No additional information is available at this time.